Manufacturer narrative:
Concomitant medical products: product ID; 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) indicated that there was an alleged overdischarge. The rep. Performed two physician mode recharges (pmr) and was still not able to charge normally. The patient could not communicate with the patient programmer, recharger, or clinician programmer. The last time the patient used stimulation was in 2013. The reason recharging wasn't maintained was due to an unrelated medical issue. The patient had hospital stays and was in and out of rehabilitation. The rep would be seeing the patient again on (B)(6) 2015. The patient realized that they did not have telemetry within the last month. It was later reported the patient would be having a surgical consult on (B)(6) to review battery replacement. The rep. Was unsuccessful restarting the patient's battery after multiple attempts. Relevant medical history includes complex regional pain syndrome type I and spinal pain.